Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). No. (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope error (error code e315) occurred due to a water leak in the plug section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope experienced a scope error (error code e315) during reprocessing. There were no reports of patient involvement.